Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing shingles was irritated under the lifevest equipment. Patient described the area as shingles around the right shoulder blade, under the right armpit and all the down halfway down to his hip. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove the lifevest. Outcome of the irritation is unknown.